Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was displaying intermittent fast stop error messages during usage. There was no report of pt injury or death.